Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin flow is blocked and the pump alarmed no delivery. The customer's blood glucose reading was 442 mg/dl at the time of incident. Troubleshooting found that the alarm was cleared by a complete set change. Customer also indicated that there was a previous hospitalization for their high blood glucose. No further details provided.